Event description:
A customer reported she received a reading of 413 mg/dl at 3:00 a.m. On her blood glucose meter and she then took 15 units of insulin. At 4:30 a.m., the customer reportedly obtained a reading of 96 mg/dl and she "knew she had to eat something", but she was unable to because she became incoherent and lost consciousness. The paramedics were called and they arrived five minutes later. They reportedly obtained a reading of 21 mg/dl and administered dextrose intravenously to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The specimens were re-tested and na results obtained were in a different clinical range. The results were reported out of the lab. Some samples were also tested on a different instrument, and generated na results matched the repeated results. The initial results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
Customer's meter (B) (4) and test strip lot 0909901 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.